Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was protruding out of the distal tip of the green introducer. After the remaining proximal section of the coil was advanced out of the tip of the green introducer sheath unreported coil stretching was found. Due to post-procedural handling, cleaning, and packaging, the circumstances of how and when this unreported damage occurred cannot be determined. The coil¿s socket ring was found pushed down under the outer sheath (angle ring section). The articulating junction is now in the fixed position. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. This has the potential to produce resistance under the right conditions. Past the damaged section, the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges elevated above the surface plane. The locking mechanism has indentation, compression, and stretching damage. Due to the coil stretching no duplicate testing was possible. No manufacturing defects were found. The complaint of the abnormal friction during coil advancement into the unidentified microcatheter is not confirmed. Without the return of the unknown microcatheter, the rhv, and due to unreported coil damage to which the circumstances cannot be attributed to, the root cause of the coils abnormal friction cannot be determined, however the most likely contributing factor to the coils abnormal friction during advancement into the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced a portion of the coil damage found and in this condition the coil may encounter abnormal friction when being advanced inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the envoy guide catheter (67025800/17261009) was damaged when it was opened for use. The surgeon also felt some abnormal friction when advancing the deltapaq (cdf10015430/c34046) and deltaplush (cpl10020330/c23740) coils into microcatheter. At the time of initial contact the devices were available for return. Returned product analysis revealed a stretch on the deltaplush (cpl10020330/c23740) coil.